Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead impedances have been greater than 2500 ohms since (B)(6) 2019. Noise is present in some recordings and can be reproduced through pocket manipulation. Lead remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.